Event description:
It was initially reported by the physician that the pt showed high lead impedance on system mode diagnostics. It was informed to the physician to take x-rays and send it to MFR for review and to disable the device to prevent any add'l complications. Pt was recently implanted and diagnostics in the operating room showed everything working within normal limits. Pt underwent a surgery again and in the operating room the surgeon noticed that the lead pin was not inserted all the way into the generator which was causing the high impedance. The surgeon believed that he did not insert the pin all the way. Once the pin was re-inserted, diagnostics showed everything within normal limits.